Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "revision hip arthroplasty using strut allografts and fully porous-coated stems" written by young-hoo kim, md, and jun-shik kim, md published by the journal of arthroplasty vol. 20 no. 4 2005 accepted by publisher 21 september 2004 was reviewed. The article's purpose was to evaluate the clinical and radiographic outcomes of revision total hip arthroplasties using cortical strut allografts and fully porous-coated cementless revision femoral components at a minimum of 10 years. The data was compiled from 54 patients with mean age of 54.6 years who met the criteria with operations occurring between january 1990 and december 1991. Failed components were non-depuy. Depuy products noted for revision surgeries: duraloc acetabular components, solution femoral component. The article identifies one patient in radiographic imaging which is captured on a linked complaint. This complaint captures the general results of the revision surgeries: 2 hips with subsidence greater than 1 cm that were considered clinical failures - one was re-revised with larger solution stem and the other was revised with a cemented femoral stem because a larger cementless femoral stem was not available. No other adverse events were noted and the article reports that union was achieved in all hips, stress shielding could not be detected and bone density changes was not able to be detected. Patient scoring suggested some experienced pain post revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.